Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported by the abbott care team that the patient was unable to charge their ipg due to the ipg being implanted too deep. As a result, surgical intervention took place wherein the ipg was relocated. The exact date of surgery is unknown. The patient has not had any issues charger since the revision. Therapy has been restored post-op.